Event description:
It was reported detachment of the device occurred. An opticross hd vascular imaging catheter was selected for use. During use the catheter split in two pieces. The procedure was completed with another opticross hd catheter. No patient harm resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: unit was returned with the sheath detached, as part of overall visual revision. A visual inspection observed a kink in the telescope assembly. The anchor housing was observed detached from the female telescope. A microscope inspection was performed. The anchor housing was observed detached from the female telescope. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. Photos of the device were received; the anchor housing was observed detached from the female telescope.

Event description:
It was reported detachment of the device occurred. An opticross hd vascular imaging catheter was selected for use. During use the catheter split in two pieces. The procedure was completed with another opticross hd catheter. No patient harm resulted in relation to this event. It was further reported the lesion was a chronic total occlusion, mildly calcified and non-tortuous. The telescope on the opticross hd broke. The opticross hd was fully removed from the patient. The patient condition was well post procedure.

Event description:
It was reported detachment of the device occurred. An opticross hd vascular imaging catheter was selected for use. During use the catheter split in two pieces. The procedure was completed with another opticross hd catheter. No patient harm resulted in relation to this event. It was further reported the lesion was a chronic total occlusion, mildly calcified and non-tortuous. The telescope on the opticross hd broke. The opticross hd was fully removed from the patient. The patient condition was well post procedure.